Event description:
As reported by the field clinical specialist, during the procedure, to implant 29mm sapien 3 resilia via transfemoral approach, the balloon ruptured at approximately 95% thv deployment and while they were preparing to remove the ruptured commander delivery system the patient became hemodynamically unstable and a tee revealed a large pericardial effusion was discovered. The patient was placed on bypass and the team decided to go open sternotomy, the heart team elected to perform root replacement after discovering that there was annular injury in what was described as an area in the sinus of valsalva (sov) between the left coronary cusp and non-coronary cusp. At the time of this report, the patient was stable and on pump.

Manufacturer narrative:
See manufacturing report# (B)(4) for related event device not returned. H3 other text : device not returned

Manufacturer narrative:
Per administrative review of this complaint file on (B)(6) 2023, a correction to the MDR is required. Update to a2, b5, d4, e1, h5 and h6 investigation conclusions. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate pericardial effusion due to possibly severe leaflet calcification to the sinus of valsalva may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Follow up information indicated that the perceived cause of annular injury was pericardial effusion due to possibly severe leaflet calcification the sinus of valsalva or injury to the sinotubular juntion. The valve was explanted, and a root replacement was performed. The patient was last heard to be in critical condition, with the family deciding to withdrawal care.